Manufacturer narrative:
E. Initial reporter: (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The blood was present in the safety disk. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was a blood invasion due to an incorrect balloon insertion. The customer continued to autofill, and the blood ended up in the safety disk. It doesn¿t appear to have passed through. The fse ordered a new safety disk and a new pim.